Event description:
It was reported that this right atrial (ra) lead exhibited high impedances out of range, oversensing and noisy signals. Technical services (ts) was consulted and reviewed stored events and suspects a lead specific issue, however the cause has not yet been confirmed. Ts recommended to have this patient in for evaluation lead evaluation. This ra remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.